Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw did not operate correctly, seemed weak. The saw was tested before the case and the operating room (o/r) starr did not think it had enough power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not concluded. The user facility's biomedical engineer (biomed) confirmed that power was not correct. They did have this sternal saw repaired a year ago.